Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's wife reported that on (B)(6) 2018, the customer received a sensor scan result of 238 mg/dl, but experienced symptoms of hypoglycemia described as shaking, sweating, and being unable to speak. Caller reported that she injected the customer with glucagon. Caller also reported having contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered an additional injection of glucagon and "glucosylated serum". No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: customer returned reader jggw078-t2780. Investigation was completed on the returned reader and no malfunction or product deficiency was identified. A follow up report will be submitted if the reported sensor is returned.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's wife reported that on (B)(6) 2018, the customer received a sensor scan result of 238 mg/dl, but experienced symptoms of hypoglycemia described as shaking, sweating, and being unable to speak. Caller reported that she injected the customer with glucagon. Caller also reported having contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered an additional injection of glucagon and "glucosylated serum". No further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. Date of event was incorrectly documented in the previous initial and follow up MDR #1.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer's wife reported that on (B)(6) 2018, the customer received a sensor scan result of 238 mg/dl, but experienced symptoms of hypoglycemia described as shaking, sweating, and being unable to speak. Caller reported that she injected the customer with glucagon. Caller also reported having contact with a healthcare professional who diagnosed the customer with hypoglycemia and administered an additional injection of glucagon and "glucosylated serum". No further treatment was required. There was no report of death or permanent impairment associated with this event.